Manufacturer narrative:
H6. Health effect - impact code continued: f2203 - imaging required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, migration.

Event description:
Healthcare professional reported a right side exchange with no complaint against the device. Upon explant, healthcare professional reported "capsular contracture baker grade unknown" and "migration." Patient undergone capsulectomy. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Migration: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed. Deformation observed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported a right side exchange with no complaint against the device. Upon explant, healthcare professional reported "capsular contracture baker grade unknown" and "migration." Patient undergone capsulectomy. Device has been explanted and replaced.